Manufacturer narrative:
Patients age is unknown, however, the patient is under 18 years. The exact event date is unknown, however, the event did occur in (B)(6) 2011. A visual examination of the returned device found that the guidewire used was loaded and protruding 4 inches from the distal end. The needle of the device was bent in several places. The distal end of the device was found to be stretched, twisted and kinked. The device was also kinked in several places near the proximal end. A functional evaluation found that the needle could not be retracted. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx needleknife sphincterotome was used during a hepaticogastrostomy procedure. According to the complainant, during the procedure, a guidewire became stuck in the sphincterotome. The procedure was completed with another needleknife sphincterotome and another guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; needle bent.